Manufacturer narrative:
The system was subsequently returned following the death of this patient due to unspecified causes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The consultant suggested an x-ray due to possible atrial lead dislodgement. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant, this system exhibited intermittent pacing inhibition due to oversensing. The patient is pacemaker dependent but was asymptomatic. Defibrillation threshold (dft) testing was performed and the automatic gain control (agc) was reprogrammed which mitigated the oversensing. Atrial threshold and pacing impedance measurements were normal. However, sensing measurements had increased from 1.6mv to 5.8mv. No additional adverse patient effects were reported.